Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log (ehl) review was performed and revealed multiple events of "improper shutdown!" However an "improper shutdown!" Occurs when all power is lost from the pump and the history log cannot be used to determine if power was manually disconnected. The reported condition was not verified. The device was found to deliver within specification. No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump experienced a shuts down. There was no known patient injury or medical intervention associated with this event. No additional information is available.